Event description:
The yellow fin stirrup attachment on head of bed, bed in regular position turned around: head of bed at patient's feet, leg attachment of bed at patient's head. Surgical procedure had ended and dr started to remove legs from stirrups and was between the patient's legs. At this time, the head attachment of bed snapped in half on the right side. Dr grabbed right leg while leg was still in the stirrup. There was no interruption in patient's right hip and knee alignment, right hip was not hyper extended. The pt's legs removed from both stirrups and transferred to their floor bed. According to the MFR, they do not believe the legs should rest on the headpieces of the table. The table is not designed for that purpose. The load limit is 77 pounds.